Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow up in clinic on (B)(6) 2024, the crt-d could not be interrogated. The device has been explanted. During the device replacement, with the new device ctrd, some noise on ventricular channel was noticed. The rv lead (non microport crm lead) was explanted (due to fracture lead). Between the two last in clinic fu, the patient reported at least 2 shocks (one shock during shower and another asleep)

Manufacturer narrative:
Please refer to the attached analysis report. During the in-clinic follow up dated (B)(6)2024, the device could not be interrogated due a very low battery voltage. -the number of charges and shocks explains the battery charge depletion. Normal battery depletion occurred. -the device analysis didn't reveal any overconsumption. -based on above elements, normal battery depletion occurred.

Event description:
Reportedly, during the follow up in clinic on (B)(6) 2024, the crt-d could not be interrogated. The device has been explanted. During the device replacement, with the new device ctrd, some noise on ventricular channel was noticed. The rv lead (non microport crm lead) was explanted (due to fracture lead). Between the two last in clinic fu, the patient reported at least 2 shocks. (One shock during shower and another asleep)